Event description:
Complainant alleged that while attempting to defibrillate a pt using external paddles, the paddles connector became unattached from the multi-functional cable once re-attached the paddles disconnected again. Complainant indicated that the clinician obtained another paddle set to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.